Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons were hard to press and sticking. The patient also stated that he wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: moisture was observed behind the display screen and the pump was unable to boot up. Performance testing was unable to be completed due to the pump failing to turn on. The keypad was removed and contamination was observed under the button contacts.